Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 02 (compression tracking error) error message" was confirmed based on the archive data review, but not during the functional testing. No device malfunction was observed during the testing and the platform performed as intended. Upon visual inspection, noticed damages on the head restraint wire, front enclosure and bottom enclosure. These damages are unrelated to the reported complaint. The possible root cause for the observed physical damages could be due to user mishandling. The autopulse platform passed the initial functional testing without any fault or error. The archive data review showed occurrence of ua02 (compression tracking error) error message on the reported complaint date. The archive data revealed the take-up target and the max load sum exceeded 95 lbs. This typically occurs if the patient is misaligned on the platform or the lifeband is opened or in the incorrect position during take-up/compression. Upon further review, the archive data showed occurrence of ua45 (not at "home" position after power-on/restart) error message on the reported complaint date, which is unrelated to the reported complaint. User advisory is a clearable error message, ua02 error message alerts the operator as the drive shaft rotates and shortens/tightens the life band (compresses the chest), and the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the life band is opened or in the incorrect position during take up/compression or the lifeband is opened or in the incorrect position during take-up/compression. Clear the ua by pressing the restart button. Ua45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear ua45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Upon customer approval, the defective parts will be replaced and the autopulse platform will be further tested to full specification.

Event description:
The autopulse platform (sn 23902) displayed user advisory (ua) 02 (compression tracking error) error message. No further information was provided. No known impact or consequence to patient information was provided.